Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . One photograph of the incident was provided for evaluation. The photograph was visually evaluated, and leakage was observed. However, without a physical sample, it is not possible to confirm or determine any root cause of the reported defect. The actual defective device is a valuable tool in investigating the cause of this incident. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue) : the customer informed us that their oncology team have noticed leakage. The tubing comes from the pharmacy and it is connected to a chemotherapy solution (docetaxel-taxotere). No injury reported.